Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had a broken wire. Scissors appeared intact when putting tip cover on and would not respond appropriately during use. When tip cover was removed, wires were noted. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.